Event description:
Ref importer # (B)(4).

Manufacturer narrative:
The external battery was received by the device manufacturer and an engineering investigation was performed. Extensive engineering investigation determined that the external battery pack was defective. The external battery pack was replaced to address this issue. Resmed risk analysis for this failure mode concludes that the risk is acceptable. (B)(4). Note: during a thorough examination of complaints records it was detected that the battery pack failure that occurred in (B)(6) is reportable in the u.s. This report is being submitted to correct the error.